Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 8atm for 10 seconds. The procedure was completed with another of the same device. No patient complications were reported.